Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient sustained unspecified injuries on (B)(6) 2020 (possible error in the legal claim). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, ¿the hernia sac was amputated and the fat containing contents reduced. A small ventralex st mesh (device 1) was placed into defect and secured using sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with recurrent multiple incisional hernia thereby underwent robotic to open repair with the removal of mesh (device 1) and implant of bard soft mesh (device 2). Per op notes, ¿adhesions were lysed. Both mesh (device 1) had completely contracted and were not covering the fascia defects were removed. One mesh appeared like goretex and the other appeared like woven pp or polyester. A portion of one of the meshes was eventrated into a fascial defect. A large diastasis/defect was also noted in the upper abdomen. A bard soft mesh (device 2) was trimmed and placed overly the visceral sac and anchored transfascially using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Correction fields: d6a, g4 (PMA/510(k) #). Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient sustained unspecified injuries on (B)(6) 2020 (possible error in the legal claim). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.